Event description:
It was reported that the pt underwent a procedure to fuse l2-l5 posterior. The x-rays taken approx four months post op showed that one of the l5 screws broke. Fusion was confirmed at l3-4, but not at l2-l3 and l4-l5. The pt was asymptomatic. No revision surgery is reported. The surgeon stated that the pt was quite active post op.

Manufacturer narrative:
(B)(4): neither device nor film of applicable imaging studies were returned to the MFR for eval. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs.